Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date: ni. Manufacture date: ni. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Instruments that have experienced extensive use or excessive force are susceptible to fracture." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04737 / 04738).

Event description:
During an acl reconstruction while drilling the femoral tunnel, the instrument tip fractured off into the patient's femur and was retrieved.